Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was having consistent problems with her sensors. Customer stated that she had a sensor glucose reading of 291 mg/dl but her blood glucose was 141 mg/dl. Customer's blood glucose was 45 mg/dl at the time of the incident and her current blood glucose was 132 mg/dl. Customer treated with food. Customer has been experiencing low blood glucose over the last week. Customer experienced confusion and felt shaky, weak, and irritable. Customer was not admitted as an inpatient for medical treatment. Customer conducted the set change correctly. Customer had reduced activities and mentioned that she had a calibration error. Customer reported having a high blood glucose level of 417 mg/dl. Customer's current blood glucose is 134 mg/dl. Customer had nausea and treated with insulin pens. Customer was advised to do a complete set change and follow up with her health care professional.